Event description:
Consumer reported 3 of the 5 metals cracked off the plastic applicator during insertion and remain inside her body. She indicated she will seek medical attention.

Manufacturer narrative:
Device history record in review. Consumer did not return unused product at the time this MDR was filed. Info from this incident will be included in our product complaint and MDR trend analysis.